Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the craniotome device, and it was determined that the failure reported by the customer that something had broken off in the shaft of the device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had bearing damage, the foot of the craniotome device and the leg of the device had been drilled into, and the device had corrosion/rusting/ pitting. It was further determined that the device failed pretest for visual assessment. The assignable root cause of these conditions was determined to be traced to the user, which is user error.

Event description:
It was reported that during pre-surgery testing it was observed that something had broken off in the shaft of the craniotome device which would not allow a burr device to be inserted. During in-house engineering evaluation it was determined that the leg and foot of the craniotome device had been drilled into. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.